Event description:
It was reported via repair work order that the foot left siderail and casting was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.